Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 22/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral hernia surgery and was implanted with a strattice device lot sp100487 on (B)(6) 2017. On (B)(6) 2020, patient underwent a repair of recurrent ventral hernia. As per the ppf form, the patient claims: physical, emotional and financial harm. The failure of the mesh caused chronic pain and hernia recurrence which required an additional surgical procedure. Patient continues to experience symptoms, including but not limited to pain, discomfort as a result of the recurrence caused by the failure of the strattice hernia mesh implant. The form lists the condition that was treated: hernia recurrence, severe pain and all other conditions identified in dr. (B)(6)'s records in 2020. The ppf form also indicates that the patient was implanted with a non-abbvie device, bard: ventralightst with echo, hudu1994 on (B)(6) 2020. The form indicates that the device has not been removed/revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.